Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced loss of stimulation following a fall (date of event unknown). A system diagnostics determined high impedances on the leads. As a result, surgical intervention was taken where the leads were explanted and replaced which resolved the issue. The patient received the two scs leads from the same lot number.